Event description:
It was reported that the ventilator generated a technical error code indicating an error in the internal memory. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating an error in the internal memory. Our field service engineer investigated the reported ventilator on site. It was not possible to reproduce the reported technical error. Moreover, it was noticed that there was an alarm in the logs indicates that the nebulizer was disconnected. Replacing the nebulizer printed circuit board (pcb) resolved the issue and sent back for investigation. The returned nebulizer pcb has been tested in a ventilator. It was possible to reproduce the alarm that indicates nebulizer disconnection. It was noticed by measuring the resistance of the transformer winding coil component on the returned pcb that it had an open-circuit. Replacing this component resolved the issue. The reason for the failure of this component is not established in this investigation. It was not possible to reproduce the reported technical alarm.

Event description:
Manufacturer's ref. #: (B)(4).